Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company clinical outcomes specialist (cos) reported on behalf of the customer an unexpected outcome post aberrometer assisted cataract procedure of the left eye. Additional information has been requested.

Manufacturer narrative:
There was no service request opened to service the system. However, the clinical application specialist (cas) provided feedback on the surgery, indicating there were no issues seen in the calibration and diagnostic testing. The aphakic capture was listed as ¿an oblong capsulorhexis', which indicates the patient was not looking at the fixation light, and there appeared to be a slight intraocular lens (iol) tilt. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event is attributed to surgical factors unrelated to the functionality of the device. (B)(4).